Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. No additional information was provided. Customer could not troubleshoot with tandem technical support as the issues occurred in the past.